Event description:
It was reported that an error message(communication failure) occurred at the end of the case. No back up device was available. No patient injury was reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection found no damages or manufacturing abnormalities on the controller. The returned device was tested using a known good compatible wand which was found to perform as intended. The sd card information was downloaded and the information shows the following error/s: the download verified that the system gave the following error message which confirms the facilities complaint. Error code 19 - system communication fault the complaint was verified and the root cause was determined to be due to electrical component failure. Factors which can lead to error message include: the cable could have become detached. There could be an issue with the hardware such as bad harness cable or bad circuit board. There are several errors' that will tell the user to call for service such as communication error, hardware failure, sd card or clock error and system logging error. There were no indications to suggest the device did not meet product specifications upon release into distribution.